Manufacturer narrative:
Review of the ex-planted devices found no evidence that final torque off was achieved. The root cause of the lock screw back out is insufficient torque which may be the result of failure to conduct final torque off procedure or a malfunctioning torque device. The torque device was unavailable for evaluation. No further testing can be completed at this time. Manufacturing review: review of the device history records of all devices notes no material non-conformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...all implants should be used only with the appropriately designated instrument (reference surgical technique)..." "...potential risks identified with the use of this system, which may require additional surgery, include: ¿ bending, fracture or loosening of implant component(s) ¿ loss of fixation..." "...contraindications include but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted. 4. Patients who are unwilling to restrict activities or follow medical advice...."

Event description:
On (B)(6) 2018 a patient underwent a posterior fixation procedure at c2-c6 without any reported issues. On a later date post-operative radiographs revealed three backed out lock screws at c2-c4 levels. On (B)(6) 2018 a revision procedure took place to remove and replace the three lock screws without a reported issue.